Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator, a cvc catheter, and a spring wire guide (swg) assembly for evaluation. Visual inspection of the dilator revealed that it had a deformed tip. The tip was warped and folded outward. Visual inspection of the spring wire guide (swg) revealed one kink and one bend in the body. Three attempts were made to gather additional information about the damaged guide wire but none was found. For this reason, the damaged swg will be disregarded. The catheter showed signs of use but no defects or anomalies were observed. Microscopic examination confirmed the damaged dilator tip. The length of the dilator body measured 101.6mm, which is within specifications of 95.2-108mm per dilator graphic. The outer diameter of the dilator body measured 2.869mm which is within specifications of 2.81-2.87mm per dilator graphic. The inner diameter of the dilator tip measured 0.9652mm, which is within specifications of 0.91-0.97mm per dilator graphic. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was deformed and compressed, which is damage consistent with undue force being applied to the dilator tip during an attempted insertion. A device history record review was performed with no relevant findings. Based on the sample provided, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the doctor indicates that the dilator is too blunt to insert into the blood.

Manufacturer narrative:
(B)(4). Additional information received from customer indicates that there was an issue with the spring wire guide of the device. A second investigation was performed to evaluate the spring wire guide. The investigation results are as follows: the customer returned one dilator, a cvc catheter, and a spring wire guide (swg) assembly for evaluation. Visual inspection of the dilator revealed that it had a deformed tip. The tip was warped and folded outward. Visual inspection of the spring wire guide (swg) revealed one kink and one bend in the body; both welds were present. The catheter showed signs of use but no defects or anomalies were observed. Microscopic examination confirmed the damaged dilator tip and the kink in the swg. The kink in the wire guide body was measured at 264mm from the proximal end. The bend in the wire guide body was measured at approximately 340mm from the proximal end. The total length of the swg was measured to be 602mm which is within specifications of 596-604mm per swg product drawing. The outer diameter of the swg measured 0.796mm which is within specifications of 0.788-0.826mm per swg product drawing. The length of the dilator body measured 4.00", or 101.6mm, which is within specifications of 95.2-108mm per dilator graphic. The outer diameter of the dilator body measured 2.869mm which is within specifications of 2.81-2.87mm per dilator graphic. The inner diameter of the dilator tip was measured to be 0.038", or 0.9652mm, which is within specifications of 0.91-0.97mm per dilator graphic. The undamaged portions of the returned swg was able to be inserted into a lab inventory ars, a lab inventory 18 ga introducer needle, and the returned catheter with minimal resistance. A manual tug test confirmed the distal and proximal welds of the swg were secure. A device history record review was performed with no relevant findings identified. The IFU provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The IFU also instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The customer report of a kink swg was confirmed by complaint investigation of the returned sample. The dilator tip was also confirmed to be deformed and compressed. The customer stated that the dilator tip caused the swg to kink. The damage found on both components is consistent with undue force being applied during an attempted insertion. A device history record review was performed on the dilator and swg with no relevant findings. Based on the sample provided, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the doctor indicates that the dilator is too blunt to insert into the blood.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the doctor indicates that the dilator is too blunt to insert into the blood.